Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft ((B)(6)) was implanted during the endovascular treatment of a 68mm thoracic aortic aneurysm. It was reported over eight years later, the patient was in hospital for a gi bleed. It was confirmed the gi bleed was not related to the stent. A CT showed a type ib distal endoleak of the tevar device. Intervention was performed the following day, during which an additional valiant captivia stent graft ((B)(6)) was successfully implanted, extending the seal zone distally in the thoracic aorta and resolving the type ib endoleak.  Per the physician the cause of the type ib endoleak was due to disease progression over 12 years. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received; it was confirmed the patient was asymptomatic of the ib endoleak medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.